Manufacturer narrative:
The device was returned to the endochoice service center for inspection and evaluation. A problem with the image was identified requiring a repair, in which the ccd camera assembly was replaced.

Event description:
It was reported that the center image was lost with the endoscopy system. There was no report of injury or other negative health consequence to any patient.